Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The evaluation found the lower reading on the ultrasonic sensor to be 914 with a fluid filled tube and should be greater than or equal to 2700, caused by a failed upstream sensor. With low ultrasonic readings it would make the pump more sensitive to air and upstream occlusion alarms. The ultrasonic sensor was replaced.

Event description:
It was reported a pump alarmed for upstream occlusion when no occlusion was present. It was also reported that there was no patient injury.